Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p), implanted with a different manufacturer's right ventricular (rv) lead, exhibited high, out-of-range pace impedance measurements greater than 3,000 ohms. Technical services (ts) discussed possible cause may be due to lead-device contact. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p), implanted with a different manufacturer's right ventricular (rv) lead, exhibited high, out-of-range pace impedance measurements greater than 3,000 ohms. Technical services (ts) discussed possible cause may be due to lead-device contact. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p), implanted with a different manufacturer's right ventricular (rv) lead, exhibited high, out-of-range pace impedance measurements greater than 3,000 ohms. Technical services (ts) discussed possible cause may be due to lead-device contact. No adverse patient effects were reported. Additional information received indicated that this crt-p, implanted with a different manufacturer's right atrial (ra) lead and left ventricular (lv) lead, also exhibited out-of-range pace impedance measurements. Ra impedances were varied and highly intermittent, ranging from 600 ohms to greater than 3000 ohms. The ra impedance measurements were likely attributed to the spring contact. It was noted that the rv lead was reprogrammed to unipolar pacing. Rv pace impedances were stable, and were being monitored.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p), implanted with a different manufacturer's right ventricular (rv) lead, exhibited high, out-of-range pace impedance measurements greater than 3,000 ohms. Technical services (ts) discussed possible cause may be due to lead-device contact. No adverse patient effects were reported. Additional information received indicated that this crt-p, implanted with a different manufacturer's right atrial (ra) lead and left ventricular (lv) lead, also exhibited out-of-range pace impedance measurements. Ra impedances were varied and highly intermittent, ranging from 600 ohms to greater than 3000 ohms. The ra impedance measurements were likely attributed to the spring contact. It was noted that the rv lead was reprogrammed to unipolar pacing. Rv pace impedances were stable, and were being monitored. This crt-p system remains in service. No adverse patient effects were reported. Additional information received reported that this cardiac resynchronization therapy pacemaker (crt-p) was explanted and replaced due to normal battery depletion (nbd). No adverse patient effects were reported. The crt-p was returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. -- this product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. -- the returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The associated investigation also determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p), implanted with a different manufacturer's right ventricular (rv) lead, exhibited high, out-of-range pace impedance measurements greater than 3,000 ohms. Technical services (ts) discussed possible cause may be due to lead-device contact. No adverse patient effects were reported. Additional information received indicated that this crt-p, implanted with a different manufacturer's right atrial (ra) lead and left ventricular (lv) lead, also exhibited out-of-range pace impedance measurements. Ra impedances were varied and highly intermittent, ranging from 600 ohms to greater than 3000 ohms. The ra impedance measurements were likely attributed to the spring contact. It was noted that the rv lead was reprogrammed to unipolar pacing. Rv pace impedances were stable, and were being monitored. This crt-p system remains in service. No adverse patient effects were reported. Additional information received reported that this cardiac resynchronization therapy pacemaker (crt-p) was explanted and replaced due to normal battery depletion (nbd). No adverse patient effects were reported. The crt-p was returned for analysis.